Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that prior to the procedure, the ureteral flexor had a split at the end of the tip. The patient did not experience any adverse effects due to this occurrence.